Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other similar complaint reported in the lot number. Additional info was requested on 12/02/2011 and 12/16/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with an unexpected refractive outcome following intraocular lens (iol) implant surgery. Additional info has been requested.